Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp) leading to a surgical procedure in which the existing ipp was removed and a new ambicor penile prosthesis (app) was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.